Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited consistent impedance measurements of over 125 ohms. The patient is having an elective procedure to upgrade to a cardiac resynchronization therapy defibrillator (crt-d).